Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies were consistent with situations in which estimated sg values provided by the eversense app were entered as calibrations instead of true bg values. The user was advised to enter only blood glucose meter values obtained via fingerstick when calibrating, as use of estimated values or other sources may affect system performance. Customer care recommended the user to continue using the system and to enter calibrations with the exact value reported by the bg meter and the exact time at which the bg was measured. Further follow up was not possible as the user was unresponsive to multiple communication attempts. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.